Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed pd reset about 90 minutes into use, leading to a "defib/pacer disabled" message. Reset happens when a crc does not get a response after four attempts over two seconds. The log indicated a power cycle fixed this issue, indicating it was not a permanent fault. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pace device failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.